Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused tonsilar cancer that spread to the lymph nodes, pain in ears, difficulty swallowing. The patient did report to receive medical intervention and is receiving radiation, chemotherapy and receiving medication. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused tonsilar cancer that spread to the lymph nodes, pain in ears, difficulty swallowing. The patient did report to receive medical intervention and is receiving radiation, chemotherapy and receiving medication. Despite the three attempts, the device has not yet returned to the manufacturer for evaluation. There has been no response from the customer on the return of the device. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused tonsilar cancer that spread to the lymph nodes, pain in ears, difficulty swallowing. The patient did report to receive medical intervention and is receiving radiation, chemotherapy and receiving medication. The manufacturer previously reported this device sn (B)(6) on MDR 2518422-2021-08248. The MDR 2518422-2022-75324 and MDR 2518422-2022-75324-1 was incorrectly filed and is a duplicate to MDR 2518422-2021-08248. Please disregard MDR 2518422-2022-75324 and MDR 2518422-2022-75324-1 as they were filed in error.